Manufacturer narrative:
Concomitant medical product(s): d334drg ICD, implanted: (B)(6) 2012. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a possible fracture as the threshold and pacing impedance were noted to be high. Oversensing was also noted. The lead was cut, capped, and replaced. No patient complications have been reported as a result of this event.